Event description:
It was reported that the patient had a stroke during the procedure. A sentinel cerebral protection system was selected for a transcatheter aortic valve replacement procedure. The device was inserted into the right radial. They do not know whether the stroke was due to the device because the access was from the left carotid artery so they don't know if it was the device or from the actual access. The stroke was found through MRI CT. Only one of the two filters were deployed. The stroke was resolved with a heparin drip and the patient was released from the hospital. No further complications were noted.